Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that there was a leak around and under the reaction wheel of the dxc 800 pro instrument. Customer stated that they did not know the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument the same day and replaced some cracked cuvettes and cleaned cuvettes. Fse replaced wash probe #3 and a/b valve. All wash station probes were realigned and other alignments performed as necessary. Additional service was required. On (B)(6) 2011, fse removed the reaction wheel and found "excessive buildup" and broken cuvettes. Fse cleaned up the reaction wheel trough, reaction wheel assembly and all cuvettes, and replaced broken cuvettes. Fse replaced the cuvette wash station assembly. Fse verified alignments, "washed all cuvettes" without errors, performed calibrations as necessary, and tested quality control within customer's acceptable ranges without errors. Repairs were verified per established procedures.